Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan customer service in 2009 alleging that his one touch ultra meter started to revert to the setup mode in the "last few days of march" and was unable to test for the past week. He claimed he became weak, sweaty and nervous after the reported issue began (unspecified time) and he administered self-treatment with food/drink the same day, all morning. The patient denied testing on another device at the time of concern. According to the troubleshooting done with customer service, the reported issue was resolved with training. There was no evidence that the product malfunctioned since the reported issue was resolved with training. However, this complaint is being reported because the patient allegedly developed symptoms of hypoglycemia after not being able to test with the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.